Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in the hospital inadequate capture threshold issue and high, out of range, high voltage lead impedance issue was observed on the rv lead since (B)(6) 2017 and prior to the procedure as well. There was no sensing lead issue. Device was upgraded. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.